Manufacturer narrative:
Device received with blank display due to corroded electronic assemblies. Unable to verify power loss alarm due to blank display. Unable to perform self test, rewind, seating, basic occlusion test, occlusion test, force sensor test or displacement test due to blank display. Device received with corroded battery tube, corroded motor home switch and cracked case corner of the belt clip rails near the battery compartment. The p-cap does lock properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that they experienced high blood glucose. The customer¿s blood glucose level was 33.3 mmol/l. The customer was treated with manual correction. Customer stated that there was crack at the back from the bottom to the battery compartment. Customer stated that retainer ring was not damaged. Customer also stated that insulin pump must had been off. Customer went to swimming. The insulin pump will not be returned for analysis.